Event description:
It was reported that the right ventricular (rv) lead threshold was high. The lead was capped and not replaced due to the physician noting a good ejection fraction without rv pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c27 tissue valve, implanted (B)(6) 2010. (B)(4).